Event description:
My son uses a dexcom g7 cgm. This morning, we checked at 7am est and his cgm read 100. We did a finger poke as well and it read 98. We thought ok it's working as intended. A couple hours later my son complained of shaking. Looking at the dexcom reading, it was 122 with a slightly slanted arrow. I checked by finger poke, and it said 38. We reconfirmed with blood, and it was 40. My son was violently shaking and could barely talk. He was able to drink juice to come back into a safe range within 20 min. The dexcom never reported him low in that time.